Event description:
Customer reported a communication failed message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib board. System operates as intended. (B) (4).